Event description:
Hcp reported they found the catheter curled up on pocket and severed at connector site. The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.